Manufacturer narrative:
(B)(4).

Event description:
Customer called on (B)(6) 2011 reporting of a leak in the coulter lh 780 hematology analyzer. Customer stated that patient results were not affected by the leak and that customer was wearing proper personal protective equipment consisting of a lab coat, gloves, and eye protection at the time of the leak. Customer mentioned that no one was exposed to the leak and that customer could not locate the source of the leak. Field service engineer (fse) was dispatched and found that the durotubing that connects directly to the base of the probe needle had popped off. The fse proceeded to replace the tubing and repairs were verified per established procedures.